Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 05-oct-2017 from a healthcare professional who reported that the pump and catheter were removed. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving clonidine (1250 mcg/ml at 308.25 mcg/day), bupivacaine (20 mg/ml at 4.932 mg/day), and dilaudid (40 mg/ml at 9.864 mg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient had issues with the suture (vycryl) when they did the pump replacement; she was having some irritation from it. There was a possible infection at the pump pocket site, but an infection was not confirmed at the time of the report. They were unsure if there was an infection or not. There was no allegation against device sterility. The patient was taken to surgery on (B)(6) 2017 for a pocket revision. If they removed the pump, they would put the patient on antibiotics. No further patient complications have been reported as a result of this event.